Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that the drive support cap on their insulin pump was sticking out. The customer¿s blood glucose level was 109 mg/dl at the time of the incident. During troubleshooting, the customer stated that the damage occurred over time. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump will be returned for analysis.